Manufacturer narrative:
(B)(6). Based on the investigation the cause most likely was a bad solvent bonded joint. Operation's performed tests to try to duplicate the error but was unable to.

Manufacturer narrative:
(B)(6) 2015 05:22 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
(B)(6)contacted me today to report a leak at the junction of a male leur lock connection and pigtail tubing. (B)(6) has provided a video which is included. He will provide pack lot numbers shortly. (B)(6) stated there was no patient involvement or risk to a patient. (B)(4) transferred to pssd.

Manufacturer narrative:
(B)(4). Evaluation method codes, result codes and evaluation codes have been corrected and updated from previous submission. (B)(4). Supplement # 2.